Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile viewing station (mvs) would not power on. It was on and then there was a message about it not receiving power and it powered off. It would then not power on again. No patient was present. Technical services (ts) had the representative check the green line power led and it was not illuminated. They tried a different outlet with no change.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and failed testing due to the 15 amp fuses being blown. The fuses were replaced and the failure was resolved. The system was functioning as intended. Codes b01, c02 and d02 are applicable. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000522, serial/lot#: none, product ID: bi71000522, serial/lot#: none, product ID: bi71000522, serial/lot #: none, product ID: bi71000522, serial/lot#: none. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.